Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The ventilator monitoring board was replaced, and the unit was returned to service. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit was unable to mechanically ventilate at the beginning of the case. The patient could be manually ventilated. There was no report of patient injury.